Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit exhibited alarm and the panel screen showed that there was excessive pressure. It was noted, abdominal pressure was initially set at 10 and the pressure went up fluctuating to about 18 to 20. It was also noted that the device was changed and isolated. The field service engineer went to the facility to check on the unit and stated that the device had no issues. There was no harm or user injury reported due to the event.

Event description:
Additional information received from the customer reported the relief mode setting was off and the alarm delay setting was 0s. No other device settings were provided. The device was used after inspection and there have been no further issues.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.